Event description:
A low reading issue was reported with the freestyle libre 2 sensor. The customer obtained unspecified low sensor readings, however, experienced symptoms of hyperglycemia and had contact with a healthcare professional. The customer obtained a reading of over 500 mg/dl on the hcp meter and was "injected down" for treatment of hyperglycemia. Sensor readings of 64 mg/dl 29 mg,dl, and 58 mg/dl were obtained in comparison to readings of 278 mg/dl, 119 mg/dl, and 173 mg/dl obtained via the built-in meter, however, it is unknown when these readings were obtained in relation to the reported event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.